Event description:
On (B)(6) 2012, pt reported she often has to press the check button more than one time for the infusion device to respond. This has been an ongoing concern since she started using this infusion device approx 2 yrs ago. No physiological effects were reported, and the pt did not required treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval.